Manufacturer narrative:
The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery or verify suspend alarm due to complete broken reservoir tube lip noted.

Event description:
Customer is reporting a broken reservoir compartment. Customer is able to lock the reservoir. Troubleshooting was not performed and product is expected to return.